Event description:
The customer reported the forceps adjustment on the subject device was not working properly. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive on the lighting lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling off). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to the adhesive peeling off from the illumination lens, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. There was excessive angulation due to the internal mechanism (skeletons) being damaged. There was leakage due to holes in the bending section cover, the scope connector was corroded from water leakage, and there was water invasion on the electrical connector. Scratches were observed on multiple parts of the device due to external factors. The reported issue (forceps adjustment not working properly) was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility review the handling method of the device such as usage environment and others. Olympus will continue to monitor field performance for this device.